Event description:
It was reported that the unit failed an electrical safety test. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
The MFR's investigation is still ongoing; when add'l info is received, a f/u report will be submitted.